Manufacturer narrative:
Batch review performed on 22 march 2023:lot 2213115: (B)(4) items manufactured and released on 25-aug-2022. Expiration date: 2027-08-03. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event in the period of review.

Event description:
Revision surgery for infection. At about 1 month post primary surgery only the ceramic head was revised. The surgery was completed successfully.